Manufacturer narrative:
The reported field event of a pacing issue was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Additional information received indicated the patient was stable throughout the procedure.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had poor low voltage pacing. The ICD was explanted and replaced. No patient condition was reported. Additional information was requested but not received.